Manufacturer narrative:
Additional information: on march 22, 2021, mentor became aware that the patient underwent device removal on (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on may 4, 2021, mentor became aware that the patient also experienced baker grade iii capsular contracture on the right side. On may 4, 2021, the mentor failure analysis lab received the device for evaluation. On may 31, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. During the visual evaluation of the sm mpp gel 425cc, a tear was observed in the anterior view extending to the posterior view measuring approximately 6.0 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the posterior aspect, measuring approximately, 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2021, mentor became aware that the patient also experienced bilateral asymmetry. As a result, the patient underwent unilateral device removal and replacement on the left side with a 425cc mentor memorygel breast implant, catalog number 3504251bc, serial number (B)(6), on (B)(6) 2021. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with 425cc mentor memorygel breast implants and experienced rupture, red hard lumps and dimples on the left side postoperatively. The rupture was confirmed with an ultrasound and MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.